Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was having difficulty connecting to the ins with the patient programmer. They were able to connect but since the second week of february it has been getting more difficult to connect. It was also noted that the ins has shifted and was tilted, and it felt like there was a chip there. The patient's implant site was not hot or swollen or tender to touch. The patient has had no recent falls or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient's weight at the time of the event and that they thought there was difficulty connecting initially however changing out the programmer solved the issue and it was working great now. The patient has crps. No further complications were reported or anticipated. No impact to the patient or their symptoms were reported.